Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #h9014l. The device was returned in good physical condition. The instrument was connected to a gen11, it did activated and past the pre-run test. While testing the hand activation function, the min and max hand activation buttons remained activated (continuous activation) after the buttons were released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during an unknown procedure, the scalpel could not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.